Manufacturer narrative:
Age: unk sex: unk weight: unk race: unk date of event: unk device name: unk implant date: unk PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacturer date: unk claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left (os) eye. The surgeon reports excessive vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).